Event description:
Contact reported that three screws were broken during tightening of the nut onto the machine thread. This resulted in a delay to the case. As the delay was in excess of 30-min an MDR is being filed to document this event. Device 1. See also 1526439-2007-00357, 1526439-2007-00358.

Manufacturer narrative:
No conclusions can be made at this time. These types of events are typically caused by over-tightening the screw during insertion, or by tightening the nut onto the screw at an oblique angle.